Event description:
The pt is in end stage liver disease and had their blood glucose checked with the suspect device. A result of 360 mg/dl was obtained and then they were given insulin. Pt then collapsed. A lab was drawn and the level was 40 mg/dl. They were then treated for hypoglycemia after first treatment was for hyperglycemia. The reporter said the glucose test strip came from a damaged vial. The product was replaced and authorized for return to the manufacturer for evaluation. They normally take 5mg of glyberide and was instructed to discontinue its use until he sees their primary care physician.